Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer stated that the insulin pump alarmed no delivery, and she does not feel comfortable troubleshooting the device. Advised the caller that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.